Event description:
It was reported they are finding some of the vials are being broken in shipment. When several of these kits are opened, the 10 ml ampule of 0.9% saline solution is broken. It appears that the ampule slips out of the slot in the tray during shipment, however, the tray is not wet indicating the ampules broke early and the liquid was all dried up by the time it was received. There have been no patient deaths or complications reported. The clinicians are using saline from hospital supply to complete the procedures. They do not know if there were any delays in treatment.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.